Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Share log review confirmed a transmitter failure error alert on the date of issue. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2017. Complaint for a transmitter failure was confirmed. The root cause could not be determined, post investigation.